Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of skinvive¿ by juvéderm® and with 1ml of juvéderm® volift¿ with lidocaine ¿distributed on both sides.¿ two weeks post injections, the patient experienced ¿appearance of swelling, initially on the left side and then on the right side.¿ about one week later, the patient was treated with antibiotic therapy (augmentin), and drainage was carried out with evacuation of thick liquid (twice). Bacteriological results noted nothing abnormal. Two days later, the patient was also treated with orbenine antibiotic. Two days after, the patient was ¿admitted to the emergency room due to aggravation.¿. The hcp additionally reported ¿the patient presented with significant edema with abscess formation that required drainage. The follow-up is currently interrupted due to lack of contact with the patient. Symptoms status is unknown.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.